Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement was performed due to calcification of the native valve and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2016, re-do aortic valve replacement was performed due to severe aortic regurgitation and the valve was explanted. During the explant procedure, a tear was observed in the left coronary cusp (lcc) and the right coronary cusp (rcc). The lcc was partially prolapsed into the left ventricle. A 21 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the trifecta valve contained a non-full thickness perforation on the outflow surface of cusp 1 and one tear in the base of cusp 2. No inflammation or significant calcifications were observed in the valve. Additionally, sjm quality engineering confirmed that the valve stent was not deformed. Based on the information gathered from the analysis, it could not be concluded that the valve insufficiency was caused by the design of the product or manufacturing process. A review of the valve¿s device history record showed the device met specifications prior to leaving sjm manufacturing facilities. No evidence was found to suggest the cause of the perforation and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The reported aortic regurgitation is likely a consequence of the observed non-calcific leaflet tears. A non-calcific leaflet tear is a form of structural valve deterioration (¿svd¿), which is a well-known complication of valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress, but may also be related to biological factors that result in tissue degeneration. Since there are multiple factors that may increase leaflet stress and the biological factors are not fully understood, in this case it is not possible to determine the exact cause of this event.